Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure and clear passage testing were performed which a leak from a cut in the tubing. The reported condition was verified. The cause of the condition was due to a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set "fell apart" which resulted in a leak. It was further reported that the tubing was bent over at the connection site where it fell apart. The set was used with a spectrum pump during chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.